Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the infusion device was delivering an inaccurate amount of insulin resulting in elevated blood glucose levels. The patient woke up with a blood glucose result of around 400 mg/dl and the patient's mother administered an insulin bolus via the infusion device. At an unknown time later, the patient started vomiting. The patient's mother took a new blood glucose test and the patient had a higher result than the first one when mother tested patient. The patient's mother administered rapid insulin via an insulin pen. The mother assists the patient as normal treatment.